Manufacturer narrative:
The observed discrepancy is most likely due to the sample being a weak positive for the flu b target that is at/near the limit of detection (lod) of the assay. Low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for a single patient while using the cobas sars-cov-2 & influenza a/b test on the cobas liat system. The alleged sample initially generated a positive result for influenza b (negative for sars-cov-2 and influenza a). The same patient sample was retested twice on the cobas influenza a/b & rsv assay and once more on the cobas sars-cov-2 & influenza a/b assay and generated a negative result for all targets each time. The repeat results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.